Event description:
During a polarus humeral rod surgery, the surgeon inserted a guide pin into the upper right humerus and the tip broke off leaving approximately 1 in. Fragment in the arm of the patient.